Manufacturer narrative:
(B)(4).

Event description:
The tube was placed in the patient on (B)(6) and was replaced on (B)(6). During a routine check-in the cuff ws found deflated.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was conducted and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.